Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The physician advanced a 15mmx2.50mm nc quantum apex balloon to predilate the lesion. The nc quantum apex balloon was inflated to 8atms and ruptured on the first inflation. The procedure was completed with another 15mmx2.50mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous proximal left anterior descending artery. The physician advanced a 15mmx2.50mm nc quantum apex balloon to predilate the lesion. The nc quantum apex balloon was inflated to 8atms and ruptured on the first inflation. The procedure was completed with another 15mmx2.50mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).